Event description:
Covidien received information stating that an 840 ventilator had a burned smell and stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The covidien customer supporting engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).